Manufacturer narrative:
Device passed displacement test and self test. No unexpected missing segments or partial display anomalies noted. Device received with minor scratched lcd window, cracked reservoir tube lip, broken battery tube threads, cracked case from display window corner, cracked case and broken belt clip slot. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratched screen affecting the ability to read. No harm requiring medical intervention was reported. The device will not be returned for analysis.